Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator was unresponsive. The device was in clinical use. There was no report of harm. Investigation ongoing / resolution pending

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen was faulty and unresponsive. Per good faith effort (gfe) response received 24dec2023, the authorized service provider (asp) engineer confirmed the reported issue. The asp engineer stated that the hospital equipment department replaced the defective touchscreen to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.